Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had high/undefined pacing impedance and intermittent capture at high outputs. A chest x-ray showed that the rv lead pins appeared to be visible in the implantable cardioverter defibrillator (ICD) header. The ICD pocket was reopened and when taking out the ICD, the rv lead dislodged from the connector port with minimal tugging. There was a connection issue and difficulty inserting the lead pin into the connector port. The lead was reinserted into the port. The lead and the ICD remain in use. No patient complications have been reported as a result of this event.